Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown location of device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision and open reduction internal fixation procedure approximately 1 month post implantation due to femoral fracture. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: item # 163662, taper adapter, lot # 165950, item # ep-200144, bearing, lot # 203620, item # 110024461, liner, lot # 075320, item # 110010242, cup, lot # 6144222. Reported event was confirmed via operative report. Revision op notes on mar 5, 2018 shows that the patient was bearing full weight 2 weeks post revision and she felt a pop and then felt immediate pain. X-rays showed a left femur fracture extending into the femoral shaft with loosening of the stem. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information.